Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited low lead impedance. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).